Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 68-year-old male patient (75kg), presented in the or for a tavr procedure. Computed tomography (CT) was utilized to gain centrally positioned access. As indicated in the manta instructions for use, procedural requirements state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. According to the CT, the right common femoral artery was 7.1mm x 7mm x 5mm, access appeared to be clear of calcification, with a measured deployment depth of 5cm. No issues were encountered inserting or withdrawing the 16f expandable procedural sheath. Post-tavr, heparin was administered at 10:55, and activated clotting time (act) was 457 at 11:09 and 319 at 11:45. The IFU procedure requirements indicate activated clotting time (act) should be below 250 seconds before closure. The 18f manta device was deployed to the measured depth and hemostasis appeared to be immediate, externally. Following deployment, the vessel appeared partially occluded, and balloon inflations were applied. The physician decided to perform a cutdown. During the surgical intervention, the manta device was seen properly deployed with the collagen extravascular, and the anchor was correctly positioned, however, was explanted. The patient did not experience any harm, injury, or health consequence from this event and the outcome post-procedure was fine. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position at the time of surgical intervention. The physician noted, the artery was smaller than appeared on the CT and plaque was present, which was not seen on the CT before access. Therefore, the cause of the occlusion requiring surgical intervention is likely due to user error and not manta-related. The manta instructions for use procedure preparations state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. The severity of harm is ranked as a 4 based on the event of endovascular intervention requiring stent-graft and surgical repair at the vessel access site arteriotomy was utilized to treat the occlusion. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
As reported: "vessel looked partially occluded after deployment. Upon cutdown it was determined that the [vascular closure device] was deployed properly but the vessel was smaller than CT showed and there was plaque not seen in CT prior to access." It was reported "patient was fine post procedure." Additional information received stated that "balloon was used prior to cutdown. The [vascular closure device] was completely removed from the vessel and the collegen was extravascular, footplate was placed correctly."

Manufacturer narrative:
(B)(4). A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: "vessel looked partially occluded after deployment. Upon cutdown it was determined that the [vascular closure device] was deployed properly but the vessel was smaller than CT showed and there was plaque not seen in CT prior to access." It was reported "patient was fine post procedure." Additional information received stated that "balloon was used prior to cutdown. The [vascular closure device] was completely removed from the vessel and the collegen was extravascular, footplate was placed correctly."